Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that before placing the tube into the patient in the operation room, cuff leakage was found during pre-test. This problem was resolved by replacing with a new one. There was no patient involvement, and no patient harm/adverse event reported.